Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an attempted venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional pulmonary vein isolation (pvi) procedure. Reportedly, the prostyle device was successfully pre-flushed prior to use. However, when the device was inserted into the anatomy, there was no blood flow observed from the marker lumen. The device was removed, re-flushed, and re-inserted, but there was still no blood flow observed from the marker lumen. The pre-close technique was abandoned. The sheath was upsized to an 11f sheath, and the pvi procedure was completed. The z-suturing method and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.